Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the stent delivery system (sds) noted blood and contrast visible on the stent implant, balloon and shaft, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was mildly calcified which likely contributed to the reported failure to advance. The hypotube and jacket were separated 20.6 cm distal to the strain relief tubing. The hypotube fracture face was oval shaped as if kinked prior to separation and the jacket was stretched at the separation. There were two kinks in the hypotube 8 mm, and 1.4 cm distal to the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. The patient anatomy was mildly calcified which likely contributed to the reported difficulties as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that as resistance was encountered during advancement of the sds, the hypotube was manipulated such that it kinked and as force was applied, the hypotube ultimately separated. It should be noted the xience v instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the sds can potentially result in loss or damage to the stent and delivery system components. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for hypotube separation for this lot. There is no lot specific product quality deficiency. The analysis of the returned device did not indicate any evidence of a product quality deficiency.

Event description:
It was reported that during the procedure in the calcified left anterior descending artery, pre-dilatation was performed and an unsuccessful attempt was made to advance a 3.0 x 18 xience v stent delivery system. The delivery system was removed from the anatomy and an unsuccessful attempt was made to advance a 3.0 x 28 xience v stent delivery system. The delivery system was removed from the anatomy and a non-abbott stent system was advanced successfully. There was no adverse patient effect and no significant clinical delay in the procedure. Return device analysis revealed that the hypotube was separated. Additional reported information indicates that the separation may have occurred during advancement of the stent delivery system. Force was applied to the stent delivery system prior to the hypotube separation. No additional information was provided.